Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted and there was deformation of the proximal inner coil which causes extension problems.

Event description:
It was reported during the implant procedure that it took the physician had difficulty acheiving acceptable numbers for the lead and that it took several more turns than noraml to extend and retract the helix of the lead. The lead was not implanted. No patient complications have been reported as a result of this event.